Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer reported via e-mail that the white ring at the top of toothbrush has detached and the brushhead does not stay affixed to handle. No injury was reported.